Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, physical damage was observed by the technician. The device's porting block adaptor and oxygen blending module inlet adaptor were replaced to address the issues.